Event description:
The complainant reported on november 28, 2006, that a patient (age and gender unknown) underwent esophageal dilatation using a cre balloon dilatation catheter. When the procedure was finished, the phsician could not deflate the balloon all the way. The device was pulled out of the scope. The balloon detached from the catheter. (Location and retrieval method unknown) the patient did not sustain any complications or ill effect as a result of this issue.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. H4 - user facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.